Event description:
Black smudges on bd insulin syringes with the bd ultra-fine needle. Address in bd, (B)(4). Ndc/hr# 08290-3284-40 32840; 1/2 unit. Capacity 3/10 ml / cc; length 8mm; gauze 31g. I purchased the above insulin syringes for my cat. My cat has diabetes. This insulin syringe is used by both people and animals. I noticed that the bd insulin syringes with the bd ultra-fine needle had black smudges near the top of the needle on the inside of the syringe. All the needles in 2 boxes had black smudges. The MFR is testing the needles, but it is now 1 1/2 months that the needles are in the lab. I haven't heard anything. Neither the MFR nor the pharmacy ((B)(6)) will give me a replacement or will give my money back. These needles may very well be unsafe and need to be recalled. May be contaminated. If contaminated, insulin will be contaminated.